Manufacturer narrative:
Concomitant medical products: nexgen stemmed tibial component, catalogue # 00598003701, lot # 62510191. Nexgen lps-flex gsf femoral component, catalogue # 00576401551, lot # 62503718. Nexgen lps-flex prolong articular surface, catalogue # 00596203210, lot # 62436930.

Event description:
It is reported that the patient underwent revision of the left knee due to injury.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this component was not revised and therefore considered not to have been a cause of the revision.